Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a 70-year-old female patient who received double salt dental adhesive cream (poligrip cushion comfort) cream (batch number 069100, expiry date 10th february 2025) for dental care. This case was associated with a product complaint. Concomitant products included no therapy. On an unknown date, the patient started poligrip cushion comfort. On an unknown date, an unknown time after starting poligrip cushion comfort, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant), choking sensation and product complaint. The action taken with poligrip cushion comfort was unknown. On an unknown date, the outcome of the accidental device ingestion and product complaint were unknown and the outcome of the choking sensation was recovered/resolved. It was unknown if the reporter considered the accidental device ingestion to be related to poligrip cushion comfort. The reporter considered the choking sensation to be related to poligrip cushion comfort. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: adverse event information was received via call center representative on 01 february 2021. The consumer stated "I have used poligrip for many years. I bought the cushion and comfort. I recommend it to a friend with new dentures. When I used it, it was like putting paste in my mouth. I could not use it. It went down my throat. My friend said the same thing. I wanted to call and complain about it. This stuff is awful. 2.2oz. ****. Yes first time I used it. It spread everywhere. It oozed out of the dentures. I was kind of chocking on it.I tried it a couple weeks ago. Last time was 2 days after a couple weeks ago. For my dentures. No I did not need one. Sure." Pqc issue number (B)(4). Status: awaiting triage. Follow up information was received on 04 mar 2021 from quality assurance (qa) department regarding complaint number (B)(4) for lot number 069100. Product complaint reference ID was unknown. The investigation reports concluded that, complaint stands unsubstantiated. The complaint sample was present and it was visually inspected and no abnormalities were found. The batch documentation of complaint samples was checked and no deviations found which could have a negative impact to the consistency, the adhesive strength or the texture. Follow up information was received on 08 mar 2021 from quality assurance (qa) department regarding complaint number (B)(4) for lot number 069100. Product complaint reference ID was (B)(4). The investigation reports concluded that, complaint stands unsubstantiated. The site's updated complaint investigation has been reviewed by qrm and determined to be acceptable. Therefore, this case will be closed by loc qa per site's determination as unsubstantiated.

Manufacturer narrative:
Argus case: (B)(4).

Manufacturer narrative:
Argus case : (B)(4).

Event description:
It went down my throat [accidental device ingestion]. It oozed out of the dentures. I was kind of chocking on jt. [Choking sensation]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) female patient who received double salt dental adhesive cream (poligrip cushion comfort) cream (batch number 069100, expiry date 10th february 2025) for dental care. This case was associated with a product complaint. Concomitant products included no therapy. On an unknown date, the patient started poligrip cushion comfort. On an unknown date, an unknown time after starting poligrip cushion comfort, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant), choking sensation and product complaint. The action taken with poligrip cushion comfort was unknown. On an unknown date, the outcome of the accidental device ingestion and product complaint were unknown and the outcome of the choking sensation was recovered/resolved. It was unknown if the reporter considered the accidental device ingestion to be related to poligrip cushion comfort. The reporter considered the choking sensation to be related to poligrip cushion comfort. Additional information: adverse event information was received via call center representative on 01 february 2021. The consumer stated "I have used poligrip for many years. I bought the cushion and comfort. I recommend it to a friend with new dentures. When I used it, it was like putting paste in my mouth. I could not use it. It went down my throat. My friend said the same thing. I wanted to call and complain about it. This stuff is awful. 2.2oz. ****. Yes first time I used it. It spread everywhere. It oozed out of the dentures. I was kind of chocking on jt.I tried it a couple weeks ago. Last time was 2 days after a couple weeks ago. For my dentures. No I did not need one. Sure." Pqc issue number (B)(4). Status: awaiting triage.